Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that axsym troponin-I adv reagent pack lot# 49238m201 was faulty resulting in a probe crash. The flipper bars fell off of bottles 1 and 2. There was no report of impact to patient results.